Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an error when trying to run a batch download on the monitor for remote events. It was determined the incorrect user account was being used. An external system account was created by the user. The monitor remains in use. No patient complications have been reported as a result of this event.